Event description:
Customer reported that their pump screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to troubleshoot the pump, but the screen remained unresponsive. As a result, technical support arranged a replacement pump with updated software and instructed the customer on returning the faulty pump and managing their insulin delivery through multiple daily injections in the meantime.